Event description:
The pt was implanted with a left ventricular assist device. Approx 6 months post-implant, the pt experienced high plasma free hb levels, a deterioration in renal function, haemoglobinuria and fluctuations in pump power. Thrombolysis proved to be ineffective so the hospital believed the best treatment would be to exchange the pump. The pump was exchanged via a sternotomy and subcostal incision and the inflow conduit and outflow graft were not exchanged. During use of the sternal saw, the pump stopped and would not restart despite changing the system controller and the power supply (batteries and power module). Multiple attempts to restart the pump were made w/o success. At the time of the pump stoppage, the system monitor displayed a "pump disconnected" message and during the pump restart attempts, a "not communicated" message was present. Emergency bypass was commenced and the pump exchange continued; however, the pt's left ventricle collapsed coming off bypass and would not fill despite low pump speed settings between 7000-7400 rpm. An echocardiogram (echo) revealed minimal right ventricular activity. Several attempts were made to wean the pt before being placed on an extracorporeal membrane oxygenation (ECMO) circuit and temporarily stabilized. The pt experienced ongoing bleeding events, hypovolemia and expired in the operating room.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.